Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing has not been implemented in line with the instructions for use (IFU), resulting in the foreign material not being removed. Additionally, the likely cause of the foreign material is chemical residue due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A representative from sano kikai co., ltd. Reported to olympus the evis lucera elite gastrointestinal videoscope displayed a b30 scope communication error. Upon inspection and testing of the returned device, the channel tube was found clogged and foreign objects came out of the distal end. Additionally, repair found the suction tube in the universal cord to be clogged, and foreign objects came out of suction port. This report is being submitted for the foreign material coming out of the device found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The initial complaint was not confirmed; olympus repair was unable to duplicate the b30 error code. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, the bending angle in up direction and the play of up/down knob are out of the standard value; adhesive on bending section rubber has white-clouded area; switch1 scratched; forceps channel port shaved. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.